Event description:
The customer reported the oxygen pressure is low and air leakage. There was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer reported the oxygen inlet connector was working as intended. The issue occurred after oxygen was connected to the device and the oxygen can¿t go through the gds module. After replacing the gds module, the device worked normally.